Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The proglide device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Improper or incorrect procedure or method. The profunda femoral artery was closed with the proglide suture. The instructions for use, states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombus or small artery lumen). The device was not returned for analysis. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that after a transcatheter aortic valve implantation (tavi) procedure, suture placement was achieved in the calcified right common femoral artery with 2 proglide devices using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 18f and the tavi procedure was completed. A controlled angiogram showed the puncture was too deep and not only was the puncture site closed but also the profunda femoral artery. A cut-down procedure was performed. The proglide sutures were removed to open the profunda femoral artery to allow blood flow. The access site was closed using surgical stitching of the artery. The patient was put under general anesthesia for the cut-down procedure. There were no reported adverse patient sequelae. There was a clinically significant delay for one hour due to the surgical intervention. The physician is reported to be in-training in the use of the proglide device and is not established in the pre-close technique. No additional information was provided.